Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Event description:
Affiliate reported that the medstream pump started the empty alarm before calculated to be empty. It was reported that 10 to 15 ml emptied before scheduled. The patient exhibited no signs of over dosage. The pump is still implanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned for investigation. The transaction logs indicated and confirm a discrepancy flow rate between the volume that has left the pump and the volume calculated based on the programmed flow rate. The root cause for the discrepancy could not be determined. Recent information from the sales representative indicated that the device appears to be flowing as expected. A review of the device history records indicate that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further field action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.